Event description:
It was reported via clinical study, exactech truliant knee clinical study, that a 78 yo female, height: 156cm, weight: 88 kgs, who had an initial right knee implanted on (B)(6) 2021 for the primary indication of osteoarthritis, indicated they had infection, increased pain and swelling in right knee reported at 8-16-22 visit in which labs were done showing elevated levels for possible infection. Revision was done on (B)(6) 2022 with competitors¿ devices. The study indicates the outcome as resolved, functional restoration type as full. Related to device: definitely not, related to procedure: possibly.

Manufacturer narrative:
No device return anticipated due to clinical study policies. Concomitant medical products: 02-020-13-0320 - truliant cr cem fem cr cem right sz 2 6978838, 02-022-45-2030 - truliant tib fit tray cem sz 2f / 3t 6758270. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for infection cannot be conclusively determined; however, it is most likely related to patient conditions.